Event description:
While attempting to deploy a bile duct stent, I encountered difficulty in placing a 10 fr stent. I couldn't figure out why. I was able to pass other accessories with no difficulty. I suspected faulty stent, so I changed to another 10 fr stent with same outcome. I then asked for a smaller 8.5 fr stent that I was able to pass but in that process, a pancreatic duct (pd) stent was seen coming out of the channel. Clearly, this was a stent previously left behind in the scope. There were three other patients who had endoscopic retrograde cholangiopancreatogram (ercp) in interim till the case. Four patients after the source patients had the scope used until the retained stent was removed.